Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, update device evaluated by MFR, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product analysis. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. Visual inspection revealed that the locator was slightly bent. The carrier tube assembly and the hemostasis sheath were found to be mated properly. The deployment sleeve was in the full rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub. The carrier tube was returned separately as well. No other anomalies were noted with the device. The device was then disassembled and there were blood-like substance was observed inside the tensioner hub. All the turns of the suture were present within the disk tensioner. A pair of tweezers was used to pull on the suture. There was a slight resistance experienced but the suture was able to be unspooled as expected. No other functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - patient was born in (B)(6). Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used and all steps were completed. When the device was being pulled back out of the patient it did not want to move and appeared to be stuck. Hemostasis was achieved. Following a diagnostic angiogram, a femoral angiogram was observed to be within the recommendations for the angio-seal deployment. A hematoma was observed, and further manual compression was applied. An ultrasound was performed and ruled out any dissection or pseudoaneurysm. The patient recovered and no follow-up treatment was needed. Additional information was received on 08/19/2019. A 5fr sheath was used. All steps were completed, until when the device was being pulled back out of the patient it did not want to move and appeared to be stuck. The patient was reported to be in stable condition.